Manufacturer narrative:
The event occurred in (B)(6).

Event description:
A training center employee complained of questionable high inr results for 1 patient tested on a coaguchek inrange meter, serial number not provided, compared to the stago neoplastin laboratory method. This medwatch will cover strip lot 35349819. Refer to the medwatch with patient identifier (B)(6) for information on strip lot 34521313. Using strip lot 34521313, the result from the meter was 5.2 inr and within 30 the result from the laboratory was 3.7 inr. On an unspecified date at a cardiological center using strip lot 35349819, two results from two different unspecified coaguchek meters were 5.6 inr and 5.8 inr. The laboratory result was 4 inr. The patient's therapeutic range is 2.5 - 3.5 inr. There was no allegation of an adverse event. The test strips were requested for return. The investigation is currently ongoing.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.